Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. Serial number, lot number, expiration date, UDI and date of implant are unknown. Device manufacture date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy due to high impedances on the lead. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead. Intra-op testing revealed that the filaments inside the lead was broken right at the anchor site. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.